Event description:
A bard opti flow dual lumen catheter was inserted for chronic renal failure for hemodialysis. Pt discharged, doing fine. Admitted 3 mos later, with sob and a workup ensued. During the workup the chest x-ray revealed the tip of catheter had fractured and embolized to the right pulmonary artery. A clinical decision was made to remove the fragment. The MFR was contacted, hosp was informed at that time there was a recall which they were never informed of. All pdk removed. Pt was informed and is subsequently doing fine. Tip retained wich was removed. Other piece of catheter discarded.